Manufacturer narrative:
Sample was serum, no sample issues were noted. Per the customer, the qc chart indicates some erratic results but not to the extent of the incorrect patient result reported in this event. A field service engineer (fse) was dispatched on (B)(4) 2011 and upon inspection found a faulty sample probe, which the fse replaced. The reagent probes showed leakage, so the fse replaced one probe and both of the o-rings. The fse then performed sample and reagent probe alignments, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low results for cholesterol that were reported out of the laboratory, generated by the synchron lx20 pro clinical system. Upon repeat, the result yielded much higher. The customer indicated that there was no affect to patient treatment.